Event description:
It was reported that the patient was having difficulty charging the ipg due to battery was sputtering out. The patient underwent an ipg replacement procedure and was doing will postoperatively. The explanted ipg will not be returned per physician request.